Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A nurse reported that the fluidics management system had insufficient flow and the anterior chamber was collapsing during a cataract procedure. The issue was resolved by replacing the product. There was no patient harm. Additional information has been requested. No product sample was retained for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).